Event description:
An eyecare professional reported that a pt informed him that they had experienced a corneal ulcer in the right eye that required hosp treatment. The infiltrate was reportedly centrally located with pain of unk intensity. A culture was taken, but the results are unk. Request has been made for additional information, however no additional information is available.